Event description:
During a remote follow-up, noise reversion and a diagnostic anomaly were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported complaint of triggering an af burden alert when not enough af was accumulated within a 24-hour period was reported to abbott and confirmed. Based on the information provided, it was determined that the firmware flag was stuck preventing new alerts from triggering. This was due to an issue where the firmware does not re-start the 24-hour sliding window which causes the at/af burden to accumulate beyond the 24 hours.